Manufacturer narrative:
Calibrated breather valve and replaced breather valve membranes to fix the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a procedure the bellows stopped on top. There was no reported patient involvement.